Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There has been one other complaint reported in the lot number. Additional information was requested 06/17/2010, 06/24/2010, 06/25/2010 and 07/02/2010 by phone, fax and mail. Additional information was received 06/24/2010 and 06/25/2010 by phone. A completed questionnaire has not been received. (B)(4).

Event description:
Adverse event(s): "trouble seeing at night" (vision, impaired); "glare" (visual disturbances). Product problem(s): "none" (no known device problem [iol (intraocular lens) implant]). A surgical technician reported that an intraocular lens (iol) was exchanged for a different model because the patient reported glare and trouble seeing at night. According to the technician, the surgeon does not blame the lens and stated that the patient could not tolerate the multifocality of the original implant and "was simply unable to adapt to it". The event resolved following the exchange and the patient is "doing great". Additional information has been requested.